Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead has been dislodged. The lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead has been dislodged. The lead was surgically explanted and replaced. No additional adverse patient effects were reported. Additional information was obtained which indicated that there was x-ray or fluoroscopy done that confirmed lead dislodgement and high thresholds. Furthermore, additional information indicated that the lead was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.